Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient had their device removed due to a possible allergic reaction. It was noted that the patient was receiving effective pain relief prior to the device removal. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful. There have been no reports of further complications regarding this event.